Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the host pc did not start. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philip investigated this complaint and based on the additional information gathered, the system was outside of clinical use at the time of the malfunction. The philips remote service engineer (rse) inspected the system remotely and confirmed that the host pc did not start. The system log files were analyzed which did not indicate a malfunction, however as the host pc is responsible for maintaining the logging and it was alleged that the host pc would not boot, this is expected. During the on-site troubleshooting, the field service engineer (fse) identified that host pc and hard disk needed replacement. Following the replacement, the license was imported, and database tested. The defective host pc was returned to philips for further analysis. The cause of the host pc failure could not be conclusively determined by the analysis; however, the replacement of host pc by the fse has resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.